Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using a penumbra coil 400 (pc400) and non-penumbra microcatheter. During the procedure, the physician placed a pc400 in the aneurysm using the microcatheter; however, after detaching the pc400, the pc400 shifted and migrated into the parent artery. Subsequently, the physician used aspiration and a snare device to remove the pc400. It was also reported that a computerized tomography (CT) scan was performed to confirm no infraction in the brain due to the pc400 migrating into the middle cerebral artery (mca). The procedure was completed using an embolization device and the same microcatheter. There was no report of an adverse effect to the patient.